Event description:
According to the available info a customer reported that an ev implant driver 5.4 (long) would not hold an implant and the session could not be competed successfully. There is no info about the pts' status or regarding the implant site preparation.

Manufacturer narrative:
Therefore, since treatment was not completed successfully, this event is reportable per 21 cfr part 803. A CAPA has been initiated to improve the design and mfg process of this device. This MDR is late because this event was found during a retrospective review as part of a CAPA due to an audit finding.